Event description:
Reporter stated that pt measured their blood glucose using both their dr's and their own, blood glucose monitor. Rptr indicated that pt's blood glucose measured 347 mg/dl, on their dr's blood glucose monitor, and 20 mins later (using the suspect device) 239 mg/dl. Rptr stated that 4 hrs later pt phoned emergency medical svs. Upon their arrival, pt's blood glucose measured 343 mg/dl. They were treated with an unk amount of insulin. Controls were not run on the system. A request was made for the return of the suspect product and replacement product was sent.